Event description:
Customer reported that insulin squirted out during the manual prime and that she received an alarm for a loose drive support cap. The blood glucose reading was 430 mg/dl. Customer treated with manual injection. She stated that the insulin pump had been dropped but not recently. She stated that the drive support cap appeared normal. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.